Event description:
Device malfunction: stent dislodged from balloon. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an attempted stenting procedure in the subclavian arery, the omnilink stent delivery system did not cross the heavily tortuous vessel. During device removal, the stent came off of the balloon as it was pulled out of the rotating hemostasis valve. The stent dislodgement occurred outside of the body and there was no adverse pt effect. Though requested no additional info was provided.

Manufacturer narrative:
Off label vascular use. Eval summary: eval of the returned device revealed the omnilink 35 was returned with blood on the baloon and the stent was returned dislodged. There were four flared struts in the first row at the distal end of the stent implant. Rows one through eight were crushed at the proximal end of the stent implant. There were four bent struts in the proximal end of the stent implant. The balloon was tightly folded and no damages were noted. Crimp marks observed on the balloon between the markers indicate that the stent was mounted on the balloon prior to use. No kinks or other damages were noted to the catheter. The tip seal length was measured and it met manufacturing criteria. Due to damages sustained by the stent, the outer measurements could not be confirmed with the manufacturing criteria. No evidence of a device quality issue was found. A definitive root cause for this incident could not be determined; however, the failure to cross the vessel and the stent dislodgement during removal through the rotating hemostasis valve may be related to pt anatomy and operational context. The inability to cross a vessel or lesion can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guide catheter support, anatomical morphology, and pt disease state. Reportedly, the vessel was heavily tortuous, which may have contributed to the inability of the device to cross the vessel. Reportedly, the stent was dislodged while being removed from the rotating hemostasis valve and outside of the pt anatomy. It is possible, therefore, that damages to the stent occurred during handling outside of the anatomy and/or during transit. No product quality issues were reported during inspection prior to use. During manufacturing, catheters are 100% inspected for any anomalies prior to being packaged. As per the omnilink .035 biliary stent system info for use "the omnilink .035 biliary stent system is intended for palliation of malignant strictures in the biliary tree ... This device is not intended for any vascular indications. The safety and effectiveness of this device for use in the vascular system have not been established and could result in serious harm and/or death." A review of the finished device lot history record revealed no non-conformity related to this incident and all released units from this lot met acceptance criteria per line reliability engineering testing.